Event description:
Fifty-yr-old female, in good health, status post bilateral breast augmentation on 4/15/92, using saline inflatable implants. She noticed a decrease in volume over a three week period on the right side. The surgical removal of said implant was done on 2/22/95 and the implant was found to be leaking. It was replaced with a new saline implant. The defective implant was returned to the MFR for evaluation, as per their instructions.